Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant procedure the patient experienced diaphragmatic stimulation. The right ventricular (rv) lead outputs were decreased but the patient began to experience diaphragmatic stimulation again when the acute phase feature increased outputs again. The rv acute phase was programmed off and outputs were reduced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.